Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functionality testing) was confirmed. Upon investigation the monitor was unable to securely latch to an electrode belt, which prevented the monitor from completing the incoming testing of the ECG acquisition and pulse delivery circuitry. The monitor's electrode belt receptacle was physically damaged and unable to secure an electrode belt. The root cause for the connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete incoming functionality testing.